Event description:
Case number: mps reported the arm shaking in haptics and knee moved too fast error during cutting. Case type : tka. Update: "delay less than 15 minutes".

Manufacturer narrative:
Reported event: it was reported that case number: (B)(4), rob153 - mps reported the arm shaking in haptics and knee moved too fast error during cutting. Case type : tka. Update: "delay less than 15 minutes". Product evaluation and results: the tensioned j5 transmission cable to optimal levels. Robot passed all further testing. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that rob153 was inspected and accepted into stock on 7/15/2011 and was handled. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in trackwise related to rob153 shows no additional complaints related to the failure in this investigation. Conclusion: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure is confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: mps reported the arm shaking in haptics and knee moved too fast error during cutting. Case type: tka. Update: "delay less than 15 minutes."